Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found system failure errors, which point to a failed main board. The fse replaced the main board, and performed functional and safety tests to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump alarmed with an "ap optical sensing module failure". This event occurred prior to the iabp being used on a patient. No adverse event has been reported.